Event description:
It was reported during in clinic follow up that the right ventricular lead exhibited oversensing. This oversensing was found to be due to noise. The lead was capped on (B)(6) 2022 and successfully exchanged. The patient was stable and asymptomatic.